Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the "y-shaped tube" of an oxiris set that "burst" during continuous renal replacement therapy. The volume of blood loss was not known, however it was described that the event caused the "patient to suddenly experience massive bleeding at the y-shaped tube site". There was no report of serious injury or medical intervention associated with this event. No additional information is available.